Event description:
Doing right ureteral pyeloscopy with dye pulse laser lithotripsy removing stone. Fragmentation process started with 1/3 to 1/4 of the stone remaining, the aiming light disappeared. Basket removal of remaining portion with avulsed ureter occurring. Required open procedure and creation of right ileoureter.